Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The vascular access site was the femoral artery and the 70% stenosed target lesion was located in the mildly tortuous obtuse marginal (om). The physician began to introduce the 3.50 x 32 mm liberte monorail coronary stent onto the wire and noticed that the stent was not attached to the balloon. The stent catheter did not enter the pt's body, but was removed and another stent catheter was used to successfully complete the procedure. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
.